Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 800 mg/dl. The customer's blood glucose was 135 mg/dl. The customer experienced bad symptoms as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer states that while in the hospital blood glucose was still running high. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.